Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 400 mg/dl at the time of incident. The customer could not do troubleshooting. The customer was treated insulin and will go to treat with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did mentioned symptoms related to high blood glucose event such as frequent urination and thirst. Customer reported that they have not contacted their healthcare professional regarding the high blood glucose level. The insulin pump will not be returned for analysis.